Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on charging coupled device (ccd) unit, the image is not displayed; connecting tube has coating peeling. (1mm2 or more); and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, had defective endoscope screen. The issue occurred during and unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there was no image and the coating of the connecting tube was peeling. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image¿ malfunction would likely be stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect and the probable cause of the "insertion tube pealed coating" malfunction would likely be stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. <inspection of the endoscope> 1-inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2-inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3-inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4-holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. 5-confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.